Manufacturer narrative:
The pin is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that surgery time was extended by thirty minutes because the surgeon had to remove the distal tip of an ortholock ex-pin 3x110 which broke and remained in the patient. The broken tip was successfully removed; no further information was provided.

Event description:
It was reported that surgery time was extended by thirty minutes because the surgeon had to remove the distal tip of an ortholock ex-pin 3x110 which broke and remained in the patient. The broken tip was successfully removed; no further information was provided.

Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated.